Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger/modem was resetting. Upon eval, the charger exhibited a failure at u102 and u105 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Additionally, liquid contamination was found on the battery board. The root cause of the contamination was ingress of an unk contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem (B)(4) indicating that the battery charger/modem was resetting.